Event description:
On (B)(6) 2011, the patient contacted lfs (B)(4) alleging an error 2 message on her one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2011, just before 2:30pm, she did a blood test on her one touch ultra easy meter and obtained a result of 290 mg/dl, which she felt was too high. She retested soon after and obtained a result of 160 mg/dl. Shortly later, the patient developed symptoms of 'weak, shaky and dizzy vision'. She attempted to test and obtained an error 2 message on her meter when pressing down on the power button. She then attempted to test on her spare ot ultra smart meter (serial (B)(4)); however, meter showed an error 5. This spare ot ultrasmart meter was already replaced by lfs on (B)(6)2010, for a new ot ultrasmart meter. The patient was supposed to send back serial number (B)(4) back in 2010, since she received a replacement meter. The patient claims that new meter she received from lfs in 2010, she has not even opened or used it yet. Since the patient was unable to test and experiencing symptoms, she drove to an emergency center which was 40 minutes away and they tested the patient and they obtained a result of 100 mg/dl and did not receive any medical treatment. She was given a competitor's meter and 5 test strips to use during the weekend. She went home and ate food and felt better 10 minutes after eating. No further medical treatment or action was taken. A normal reading for the patient is between 65-120 mg/dl. Product was requested back and requested back. The complaint is being reported since the patient alleged that due to the alleged error 2 message, she was unable to test and later developed symptoms suggestive of a serious injury based on lfs definition and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k061118.